Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed. The customer attempted multiple recoveries without success. Opened the back panel using keys and manually released the drawers using red tabs; no obstructions were found. Drawers were reseated and recovery retried, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer tightened the release latches and reseating bus and row cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.